Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when t he device was interrogated, it stopped working. When the telemetry module was removed, pacing resummed at 30 bpm for about 2 minutes. Afterwards, normal output ensued.